Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited decreased amplitude measurements, increased threshold measurements and decreased pacing impedance measurements from 690-569 ohms one day post implant. An x-ray was performed and showed that the lead had dislodged. An invasive procedure was performed. An attempt was made to reposition the lead, however, the difficulty was encountered with retracting the helix, so the physician explanted the lead and implanted another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present in the helix housing and neck region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional. Based upon the clinical observations and the laboratory findings, it was concluded that the helix was non-functional due to the observed dried blood/tissue, which, prohibited helix movement.

Event description:
--